Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that they experienced low blood glucose level of 2.3 mmol/l. Customer¿s blood glucose level was 6.3 mmol/l. The customer did not provide any symptoms regarding low blood glucose. The customer was treated for the low blood glucose with glucose liquid. Customer was in the school and got message to called the emergency service. The customer declined troubleshooting for low blood glucose level. The insulin pump was not returned for analysis.